Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left side was stuck in top corner of uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left side was stuck in top corner of uterus') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nervous system disorder ("neurological issues"), gastrointestinal disorder ("gastrointestinal issues"), musculoskeletal disorder ("musculoskeletal issues"), dysphagia ("swallowing problems") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, nervous system disorder, gastrointestinal disorder, musculoskeletal disorder, dysphagia and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety with essure. The reporter considered dysphagia, embedded device, gastrointestinal disorder, musculoskeletal disorder and nervous system disorder to be related to essure. The reporter commented: patient had an upper gi scope, swallow study and an esophageal manometry. Concerning the injuries reported in this case, the following one was reported via social media: embedded device the following information was received from social media neurological issues, gastrointestinal issues, musculoskeletal issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- neurological issues, gastrointestinal issues, musculoskeletal issues. Reporter information were added. On 23-mar-2020: social media received. New reporter added. New adverse events added. Patient informations added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left side was stuck in top corner of uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: embedded device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.